Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Event description:
It was reported that 2 months after implantation, a right-side xia 3 blocker and a left-side xia 3 blocker migrated, and a left-side xia 3 polyaxial screw fractured. The patient was revised approximately 1 year later to address the migrated blockers and fractured screw. The patient experienced mildly increasing low back and pelvic pain. This report is for the right-side xia 3 blocker.